Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a site prior to work, glucose levels began to decline; no visible bend or kink in the cannula was identified, however glucose levels improved following a cannula change. The patient was advised to change the infusion site when uncertain. The patient was advised that lack of insulin delivery would have triggered a line-blocked alarm. Potential factors affecting insulin absorption, including scar tissue or bent cannula, were discussed. The patient reported observing droplets during the most recent site change and increased site discomfort. The event occurred during infusion. There was a patient involvement and there was no patient injury.